Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, implanted: unknown, explanted: (B)(6) 2015, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced inflammation at the ins site. The clinical diagnosis was infection at right abdominal ins site. Interventions included ins and extension explant without replacement and hospitalization. Diagnostic methods included examination which observed inflammation, imaging which indicated no infection at lead site, and laboratory testing which indicated staphylococcus aureus et staphylococcus epidermidis. Etiology was described as related to the device/therapy, specifically incisional site/neurostimulator pocket, and possibly related to procedure. The event resolved without sequelae as of (b)(46 2016. No further complications are anticipated.

Manufacturer narrative:
A2: estimated age at time of event based on patient age at study baseline and event date. A4: patient weight at study baseline. D11: product ID 3708695 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: 2015-(B)(6) product type extension product ID neu_unknown_lead lot# unknown serial# implanted: explanted: 2016-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and hcp of the clinical study. The lead was explanted and not replaced on (B)(6)-2016. The etiology was updated to possibly related to device/therapy, related to procedure and incisional site/ins pocket. Interventions also included administration of medications on (B)(6)-2015.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708695 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: 2015-(B)(6) product type extension product ID 3387-28 lot# 0210074097 serial# implanted: 2015-(B)(6) explanted: 2016-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.